Manufacturer narrative:
Per customer: qc run prior to and after the event was within range. The samples did not appear to have fibrin or appeared atypical. No flags generated with these results. On (B)(6) 2011 system check passed all specifications. Service was not requested. The customer utilized their staff biomed engineer to maintain and repair the instrument. No hardware issues were noted. Biomed reported no issues with the instrument. Biomed engineer cleaned the reagent carousel. Instrument verified as performing to bci performance specifications. A clear root cause can not be identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results in the risk stratification range for multiple patients generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory; hence patients' treatment was not impacted by the event. The samples were repeated on an alternate methodology and negative results were obtained.